Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. Technical services reviewed the device data and confirmed device was depleting normally with stable power consumption and was on track to meet expected longevity estimates based on current settings. It was discussed that the device had stored many episodes indicating high-rate atrial sensing had occurred, which can cause an increase in power consumption. During the review, technical services noted far field oversensing of ventricular paced beats on the atrial channel. This was unrelated to the battery concerns. Technical services recommended measuring the signals and adjusting the atrial sensitivity to avoid oversensing the ventricular paced beats. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. The observation of far field oversensing of ventricular paced beats on the atrial channel is a known inherent risk with the use of this product. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. Technical services reviewed the device data and confirmed device was depleting normally with stable power consumption and was on track to meet expected longevity estimates based on current settings. It was discussed that the device had stored many episodes indicating high rate atrial sensing had occurred, which can cause an increase in power consumption. During the review, technical services noted far field oversensing of ventricular paced beats on the atrial channel. This was unrelated to the battery concerns. Technical services recommended measuring the signals and adjusting the atrial sensitivity to avoid oversensing the ventricular paced beats. No adverse patient effects were reported. The device remains implanted and in service.